Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions" was confirmed during the archive data review but not during the functional testing. The platform passed the functional testing without any fault or error and performed as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of multiple user advisory's, (ua) 02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages on the reported complaint date. Based on the archive, the platform was powered on and performed 2 sessions of 19 compressions and 0 compression and then displayed ua02 (compression tracking error) error message. The user pressed restart to clear the fault. The autopulse stopped compressions four more times due to ua02 error message. The archive data revealed the take-up target and the max load sum exceeded 26.1 lbs. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Further review of the archive showed that the platform stopped compressions multiple times due to ua17 (max motor on time exceeded during active operation) error message. The platform performed 5 compressions on the medium size patient (max load sum exceeded 172 lbs.) And then stopped compressions due to ua17 error message. The load cell characterization test results confirmed both cell modules are functioning within the specification. A drive train motor brake gap inspection was performed and verified that the brake gap was within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression or the lifeband is opened or in the incorrect position during take-up/compression. Clear the ua by pressing the restart button. Ua17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, and press restart. Upon customer approval, the autopulse platform will be further tested to full specification.

Event description:
The autopulse platform (sn (B)(4)) was used on a (B)(6) male in cardiac arrest. The autopulse platform (sn (B)(4)) stopped compressions when the crew switched to continuous mode. The crew restarted the platform, however, the platform stopped compressions again when the crew switched to continuous mode. Per crew, the patient was placed in a correct position on the platform and no user advisory was observed. Immediately the crew reverted to manual CPR. The manual CPR was performed on the patient continuously on the scene and during transportation to the hospital. No known impact or consequence to patient information was provided.